Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the cutter would not rotate but the motor was running. The device was disassembled and found that the driveshaft was worn out where it connects to motor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the motor device did not work correctly. During in-house engineering evaluation, it was observed that the cutter would not rotate but the motor was running. The device was disassembled and found that the driveshaft was worn out where it connects to motor. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.